Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event and confirmed the complaint by reviewing the error logs. While troubleshooting, fse found a broken wire that was located between pm241 and bf-8 cable-2 bf probe. Fse replaced the cable-2 bf probe for pulse motor and resolved the complaint. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4451) b/f probe 2 home detection failure cause: the home sensor failed to activate after b/f probe 2 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the broken wire (cable-2).

Event description:
A customer reported error message ¿4451 b/f probe 2 home detection failure¿ on the aia-2000 analyzer. The technical support specialist (tss) instructed the customer to perform a version up (software reload) and reboot the analyzer, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The wire cable-2 bf probe pulse motor was returned to tosoh instrument service center for investigation. Visual inspection could not confirm the reported event was due to failure of the wire. Probable cause is unknown, cause not traced to device.